Event description:
The patient claimed the animas insulin pump has a pump setting issue. According to the reporter, the subject pump is not giving any reminders or sounds when she takes a bolus insulin dose. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the pump setting issue.

Manufacturer narrative:
(B)(4):a review of the pump settings indicated that the bolus portion of the reminders was turned off. Investigators set the reminders to on and confirmed that the reminders were working appropriately. A review of the black box showed typical usage alarms and warnings. The pump was exercised for 24 hours with no issues occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.